Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl. Cause of bg was not known. An infusion set change was performed and customer delivered a bolus to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.